Event description:
It was reported that the tendon stripper did not seem sharp enough to cut through the tendon. It was further reported by the surgeon that the patient was kept under anesthesia for three hours.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. Visual inspection confirmed no visible discrepancies. There is no visual evidence of any misuse or any damage whatsoever. The only function of the device that can be tested outside of a cadaver lab is the actuation of the semi-t wire by moving the slide distally to extend the wire and proximally to contract the wire such that the open end is contained within the extension tube and the loop on the wire becomes a closed loop. The handle functions properly. The reported failure of the device not being sharp enough is not justified. The device is not designed to be sharp or to cut the tendon. The print for the semi-t wire indicates the wire should have a full radius and all sharp edges are to be removed. The device is designed to loop around a tendon and slid down the tendon along the hamstring proximally and strip the tendon away from the hamstring muscle. The device is fully functional and meets all specifications. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tendon stripper did not seem sharp enough to cut through the tendon. It was further reported by the surgeon that the patient was kept under anesthesia for three hours.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.